Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic coma and an adverse event. The patient's father stated that on (B)(6) 2017, the continuous glucose monitor (cgm) displayed pair new transmitter error. It was indicated that the patient's father tried to pair the transmitter again according to the error message; however, it did not work. On (B)(6) 2017, the patient lost consciousness and an ambulance was called. It was indicated that the patient was treated with 1ml of glucose and 5g of carbohydrates. Additionally, the patient's father stated that the patient's is on pump therapy and does not work without the cgm. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via log review. A root cause could not be determined.